Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose levels of 586mg/dl. The customer declined to trouble shoot for high blood glucose levels and treated with manual injection and pump. Hospitalization was reported under case-(B)(4).